Event description:
During the procedure, the physician attempted to use an endeavor resolute rx device to treat a severely calcified and tortuous lesion in the lcx that exhibited 80% stenosis. The device could not pass the lesion, which had been pre-dilated. The device was inspected prior use with no abnormalities noted. The device was prepped before use according to instructions for use. The physician dilated the lesion again and used a new product to complete the procedure. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. No clinical sequelae were reported. Evaluation summary: the distal tip was flared. The stent was positioned correctly on the balloon and od measurements were within specification. The first distal segment had a raised strut. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation: results: patient¿s condition affected effectiveness of device (target lesion was severely calcified and tortuous with 80% stenosis), inherent risk of procedure (stent deformation), deformation issue; evaluation: conclusion: known inherent risk of a procedure (stent deformation), device failure related to patient condition (target lesion was severely calcified and tortuous with 80% stenosis). (B)(4).